Event description:
It was reported that an unspecified cartridge alarm occurred. Reportedly, a new cartridge was loaded to address the event. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 108 - 158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.